Event description:
It was reported that this pacemaker reverted to safety mode resulting in an alert in the remote home monitoring system. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode resulting in an alert in the remote home monitoring system. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.